Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic nephrectomy procedure, after first firing, a yellow plastic piece fell into the a bdominal cavity. It was confirmed that the plastic piece was retrieved. The nurse who had the reload to the handle said that the opening and closing of the jaws were checked without the yellow tab removed. There was no patient injury.